Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the pump stopped delivery at lunch time that day. The reporter stated that when the battery was changed in the pump the prior thursday, the same thing happened. The reporter stated that the pump had been placed in suspend mode for a few hours over the weekend while waiting for an insulin prescription to be filled. The reporter also stated he believed the pump was alarming for low battery before it should and they are using lithium batteries in the pump. The reporter did not have the pump available for troubleshooting with animas customer technical support at the time of the call and was supposed to call back to perform troubleshooting when it was available. The reporter never contacted animas back in follow up. It is unknown if the pump ever powered back on. Animas made several attempts to contact the reporter to troubleshoot the pump; however, the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss without a known cause remained unresolved.